Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/04/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed the last basal delivery occurred on (B)(6) 2015; the last bolus delivery occurred on (B)(6) 2015. The pump was manually suspended on (B)(6) 2014 at 11:05 and resumed at 11:18; delivers resumed at 11:26. An occlusion alarm occurred on (B)(6) 2014 at 21:41; deliveries resume at 21:59. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.